Event description:
A 26 mm diameter x 15 mm diameter x 16.5 length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. It was reported the patient has had multiple type ii endoleaks, and that the aneurysm had increased in diameter from 5.5 cm to 8 cm. The aortic neck had dilated in excess of 28-30 mm in diameter, and a type I endoleak was also present. The decision was made to explant the stent graft and convert the patient to open surgical repair in 2002. A midline incision was made, and the aneurysm was isolated. The aneurysm was large, but there were no signs of impending rupture. Fresh blood was noted in the aneurysm sac with some back bleeding from some lumbar vessels. The stent graft was removed without trauma, and the lumbar arteries were ligated. There were some briskly bleeding lumbar arteries in the aortic neck that contributed to the type ii endoleak. The stent graft appeared attached at the proximal neck, but was removed easily. The physician believes this was the site of the type I endoleak. A hemashield graft was anastomosed to the iliac vessels and the aorta, and the patient had good pulses in the renal arteries and normal pink bowels at the conclusion of the procedure. The patient is reported to be fine. The stent graft was discarded by the explanting facility.